Event description:
It was observed during the olympus device evaluation, the colonovideoscope had a whitish foreign material inside the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of foreign material found inside the air/water tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign materials were unable to be identified. The cause of the foreign material remaining in the device was unable to be specified. It was confirmed that the reprocessing steps at the material residue point were conducted in accordance with the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3, "preparation and inspection"; IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5, "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.